Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to the following: 1) due to stress at the distal end, abnormality of ccd-cable in bending section such as kink, misalignment or the like occurred, which led to temporary failure of conductivity of ccd-cable. 2) ccd-unit or circuit board inside video connector shorted temporarily due to the following. 3) the power was turned on or off while the video connector was wet. 4) the video connector was connected/disconnected while the power was turned on. 5) a scratch or a stain of the electrical contacts of the video system center or the video connector. 6) application of static electricity to the electrical contacts of the video connector. 7) incompatible reprocessing condition such as autoclaving. The event can be prevented by following the instructions for use which state the following: 1) "do not strike, hit, or drop the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connector, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connector, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." 2) "do not insert the video connector while the electrical contacts are wet and/or dirty. This may result in an electric shock, causing severe damage to the endoscope and compromising patient and/or operator safety." 3) " turn the video system center on only when the video connector is connected to the video system center. In particular, confirm that the video system center is off before connecting or disconnecting the video connector. Failure to do so can result in equipment damage, including destruction of the image sensor." Olympus will continue to monitor field performance for this device.

Event description:
Additional information indicates another scope was used to complete the procedure, with a minor delay of approximately 2 minutes.

Event description:
The customer reported the subject device displayed a camera code (camera is not supported), and there was no image. The initial reporter did not know the specific code. The issue occurred when preparing the device for an unspecified diagnostic procedure. There was no patient or user injury reported due to the event. Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. During inspection and testing, the customer¿s reported image issue could not be confirmed or duplicated. There was no image problem, and no error codes were displayed. However, service found the glue on the insertion tube was chipped, exposing the thread underneath. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.